Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The device was returned to olympus for evaluation and the user's complaint was not confirmed. The unit was tested with olympus test cf-hq190l, ltf-s190-5, ltf-vh, gif-h180 and giff-q180 scopes. Error b30/e216 was not found. Unit passed all functional tests. All video output signals and images tested ok. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the reported event was caused by a connection issue of the light source communication cable. It is instructed to never use the video system center if an irregularity is observed in chapter 9 troubleshooting: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." The root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. During the call tac performed several trouble-shooting options with the customers. These were ultimately unsuccessful and caused another error code (e216) to appear. Tac then provided the customer with disconnection and restarting instructions. The customer did not have time to continue trouble-shooting and said she would attempt it and report back her findings. At this time, no return call has been received. The device was returned, but the initial evaluation has not yet begun. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii video system center was presenting a b30 scope communication error during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.